Event description:
Additional information from the health care professional (hcp) via the manufacturers' representative (rep) reported that the patient was experiencing poor symptom control of her nausea and vomiting. She had stated she just wanted it removed but missed her last appointment. Her hba1c levels were elevated. It was unknown what led to the event and the issue was not resolved at this time. The patient's removal that was scheduled for (B)(6) 2015 was cancelled and there was still no reschedule date.

Event description:
Additional information received from the healthcare provider (hcp) reported that the patient did not have surgery. The patient had cancelled the surgery and had not been rescheduled. No further information regarding the details or outcome of the event was provided in follow-up. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient desired to have their implantable neurostimulator (ins) removed because, it was not relieving their symptoms of nausea and vomiting. The physician planned on removing the device system in the near future. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See manufacturer¿s report # 3004209178-2015-12193 for the patient¿s other device issue.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).